Manufacturer narrative:
Product evaluation: the product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Additional information was provided, which indicated a qualified cartridge was used with a qualified handpiece and an unspecified viscoelastic. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) that was inserted and removed during the initial procedure due to a broken/unfolding haptic that was not visible to the naked eye. The lens was replaced and surgery was completed. Additional information was provided by the nurse that the incision was enlarged during the initial procedure to remove the intraocular lens. There was no known harm to the patient.